Manufacturer narrative:
The device is not available for analysis; therefore, no physical or visual analysis of the product could be performed. The reported device performance allegation cannot be confirmed. Based on the information available, the cause that contributed to the reported event cannot be established; a conclusion code of cause not established was assigned to this investigation.

Event description:
It was reported that this inflatable penile prosthesis (ipp) was not performing as expected. Two weeks later a revision surgery was performed, upon examination it was found that the pump remained flat when pressed; therefore, the pump was explanted and replaced. No patient complications were reported.

Manufacturer narrative:
Upon receipt at our post market quality assurance laboratory, the pump component of this inflatable penile prosthesis was thoroughly analyzed. The pump visually and microscopically inspected, and functionally tested. The pump did not pass activation testing. Inspection of the remainder of the device, apart from the activation failure, revealed no other damage or irregularities that would affect the functionality of the device. Laboratory analysis confirmed the reported observation of the device not performing as expected. With all available information, boston scientific concludes the most probable cause of the event to be traced to component failure.

Event description:
It was reported that this inflatable penile prosthesis (ipp) was not performing as expected. Two weeks later a revision surgery was performed, upon examination it was found that the pump remained flat when pressed; therefore, the pump was explanted and replaced. No patient complications were reported.